Event description:
The customer reported that discordant, (B)(6) vitros anti-hav igm results were obtained from a single patient sample (B)(6) while using the vitros 3600 immunodiagnostic system, when compared to a (B)(6) vitros anti-hav total result ((B)(6)) and from an alternate anti-hav igm method ((B)(6)). Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected patient results were not reported outside of the laboratory. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that discordant, (B)(6) vitros anti-hav igm results were obtained from a single patient. A definitive cause for the event could not be determined. However, an unknown sample interferent (non-specific antibody) cannot be ruled out as a contributing factor. There was no evidence that the vitros 3600 analyzer or vitros anti-hav igm reagent had malfunctioned.